Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The replaced power pcb assembly was further evaluated by physio control. The cause of the reported issue was determined to be due to an electrically shorted diode, cr20 on the power pcb assembly.

Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.